Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a loss of capture and low pacing impedance due to suspected, but not confirmed, insulation damage were noted on the right ventricular (rv) lead. During the revision prep, a blood clot was observed in the rv lead. No intervention was provided at this time. The patient was stable.